Event description:
The customer's father called to report a blank display and the buttons not responding, after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a blank display due to corroded electronic and motor assemblies.